Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a mitral valve replacement was performed and this 25 mm masters series was implanted. Per report from information provided to the abbott patient device tracking department from the patient's relative, during the procedure, the patient died. Additional information obtained from the physician reported that the death was not due to valve function and there was no complaint on the device.

Event description:
On (B)(6) 2017, a mitral valve replacement was performed and this 25 mm masters series was implanted. Per report from information provided to the abbott patient device tracking department from the patient's relative, during the procedure, the patient died.